Manufacturer narrative:
The subject device was returned, and as noted in b5, the unit was not producing an image and was displaying a error code b30. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to an electrical internal component failure caused the reported malfunction. If additional information becomes available, a supplemental report will be provided.

Event description:
While evaluating the olympus colonovideoscope, it was discovered that the unit was not producing an image and was instead displaying error code b30. This event had no patient involvement.